Event description:
It was reported that pump battery charge did not last as long as before, causing patient to charge pump more frequently and at inconvenient times, including while at work. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting with technical support and was in process of obtaining new pump through ccs medical, and no additional corrective actions were documented.